Event description:
Boston scientific received information that this atrial lead was exhibiting high impedance measurements. A revision procedure was performed and the lead was found to be dislodged. Additionally, the lead fracture was identified. The lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.